Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00595 and 2134265-2016-00596. (B)(4). It was reported that syncope occurred. In (B)(6) 2013, the patient's qualifying condition was stable angina and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was located in the first obtuse marginal branch (om) with 99% stenosis and was 16.0mm long with a reference vessel diameter of 3.0mm. Target lesion #1 was treated with pre-dilatation and placement of 3.00x20mm and 2.50x20mm study stents. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was located in the right posterior descending artery (r-pda) with 95% stenosis and was 15.0mm long with a reference vessel diameter of 2.75mm. Target lesion #2 was treated with direct placement of 2.50x20mm study stent. Following post-dilatation, residual stenosis was 0%. A day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient was hospitalized due to syncope.